Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a partial tip detachment occurred. An angiojet solent omni thrombectomy catheter was used for a deep vein thrombosis (dvt) procedure. Upon the completion of the procedure, after the catheter was removed from the patient, the catheter tip was noted to be partially detached. The partial detachment did not appear to hinder the performance of the device or the procedure outcome. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of and angiojet solent omni thrombectomy with an unknown guidewire. The pump, shaft, and tip were microscopically examined and it was observed there was observed that there was a guidewire inside the device. The guidewire was sticking out the windows of the catheter and the windows on the catheter were stretched. There were cuts in the effluent line 17cm from the pump and 10cm from the manifold. There was a break in the hypotube at the edm loop at the tip of the catheter. The manifold was broken at the guidewire port. Due to the condition of the device a functional test could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a partial tip detachment occurred. An angiojet® solent¿ omni thrombectomy catheter was used for a deep vein thrombosis (dvt) procedure. Upon the completion of the procedure, after the catheter was removed from the patient, the catheter tip was noted to be partially detached. The partial detachment did not appear to hinder the performance of the device or the procedure outcome. There were no patient complications reported.